Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided. E1: initial reporter address 1: (B)(6) hospital. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device fracture occurred. A flexima drainage catheter was selected for use and successfully placed in the patient. Four days later, the patient returned for removal of the device. During removal, the catheter fractured. A new drainage catheter was used to replace this device. There were no patient complications as a result of this event.